Event description:
In 2000 the end-user called minimed nordic, and reportedly has experienced leakage between the inner and outer tubing at the luer connection. The end-user experienced high blood glucose level two times. In 07/2001 maersk medical received the complaint and 4 used tubings. The near-incident took place outside the u.s.